Event description:
It was reported that during implant when attempting to attach a hemostasis valve to the catheter, the valve did not sit firmly within the hub of the catheter and came loose very easily. Another catheter was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned, analyzed, and the shaft was kinked/buckled. It was noted the catheter was damaged at implant. (B)(4).